Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complaint sample was evaluated and the reported event was confirmed. The returned product showed signs of repeated use and the tip of the condyle had fractured off on one side. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial provisional fractured during knee arthroplasty when the device was being removed. No adverse events were reported as a result of this malfunction.